Manufacturer narrative:
Product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Toothbrush head broke¿stainless steel pin that holds the brush head on fell out- oral-b power oral care refills [device breakage]. Product counterfeit- oral-b [product counterfeit]. Case narrative: consumer via phone stated that toothbrush head broke while brushing. The stainless-steel pin that holds the brush head on fell out. No injury was reported. Follow up- product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Toothbrush head broke¿stainless steel pin that holds the brush head on fell out- oral-b power oral care refills. [Device breakage] case narrative: consumer via phone stated that toothbrush head broke while brushing. The stainless-steel pin that holds the brush head on fell out. No injury was reported.